Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent an unspecified surgery due to fracture. Post-operatively, approximately 4 months after implantation, the locking screws came off. Thus, the screws had to be explanted prematurely. The screws did not break. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product analysis: there were a total of ten parts returned, four bone screws, two rods, and four set screws. A visual examination of the product revealed that one set screw (lot#h5171337) appeared to have backed out. There was evidence on the face of one set screw that the rod may not have been fully seated in the bone screw when the break off screw was installed. There was heavy deformation around the outside edge of the same set screw that backed out, lot# h5171337. It was also noted that the deformation of the center node was atypical of a set screw that has been fully tightened. There was not the typical "u" shape to the node. There were witness marks on the end of one rod where it would appear that the rod moved inside the screw head. These observations are consistent with the rod being angulated at the time the set screw was installed causing the break-off portion to released without the rod being fully seated. If information is provided in the future, a supplemental report will be issued.

Event description:
The complete construct had to be explanted because the locking screws were not held and were loose in the body of the patient.